Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging an issue related to the active exhalation control module was observed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs replaced to address the issue.